Event description:
Rv lead was explanted due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Fracture was reported when lead returned. Upon receipt, the lead under complaint was found cut 10 cm distal to the df4 connector pin. The proximal and the distal lead fragment with inserted locking stylet were returned and subjected to an extensive analysis. During the visual inspection multiple signs of abrasion were noted along the lead body. In particular between 38.5 cm and 41.5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.